Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no exterior damage. It was observed that the tamper seals were removed/broken. Functional testing found that the force sensor calibrations were out of specification. The investigation determined that damage to the force sensor cable was the cause of the reported issue. The cable was found to be ripped from the base. The force sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "force sensor fault." Patient involvement is unknown.